Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause appears related to product use. The product returned for evaluation was one 20 ga x 0.75 in. Ez huber infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. ¿c¿ shaped impressions were observed leading into the fracture site. The fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event as the failure is consistent with material fatigue damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "on (B)(6) 2024, needle was installed for 60 hours and the tube almost broke off from the attachment, part of it is broken (see red marking). During these 60 hours, cytostatic drugs were partly run, but in the end only nacl with kcl and mesna, no more chemotherapy. Fortunately, nothing happened due to early detection, but the needle had to be pulled out prematurely and the child had to be stabbed additionally." No other information was provided.

Event description:
It was reported, " on (B)(6) 2024, needle was installed for 60 hours and the tube almost broke off from the attachment, part of it is broken (see red marking). During these 60 hours, cytostatic drugs were partly run, but in the end only nacl with kcl and mesna, no more chemotherapy. Fortunately, nothing happened due to early detection, but the needle had to be pulled out prematurely and the child had to be stabbed additionally." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of partial split in the tubing was confirmed but the cause is unknown. A series of six photographs of an ez huber safety infusion set were returned for evaluation. A semi-circumferential split was seen in the extension set tubing. The split was located directly distal of the luer adaptor near the adhesive filet. Red arrows were drawn onto the luer adaptor and tubing indicating the location of the split in the tubing. Microscopic observation and tactile evaluation could not be conducted without receipt of the physical sample. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, " on (B)(6) 2024, needle was installed for 60 hours and the tube almost broke off from the attachment, part of it is broken (see red marking). During these 60 hours, cytostatic drugs were partly run, but in the end only nacl with kcl and mesna, no more chemotherapy. Fortunately, nothing happened due to early detection, but the needle had to be pulled out prematurely and the child had to be stabbed additionally." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.